Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint of an over temperature alarm. Upon receipt there were several cracks on the housing, suggesting that the unit suffered an impact; otherwise, the unit performed according to our specifications. The patient's status was not reported. We have contacted the hospital for additional information and will also offer further guidance on proper use and cleaning. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that the unit alarmed "over temperature" approximately two hours into a case.